Event description:
Shaver handpiece heated during case, no alarm sounded from console. Patient received 3rd degree burn from the shaver that was resting on drapes. Post operatively on checking of shaver it alarmed only on the second test. On first test handpiece overheated and no alarm sounded.

Manufacturer narrative:
Product fails functional testing on dyonics power test control unit with error code 7 "serial communication error". Product also fails on dii test control unit with handpiece sensor fault. Performance is erratic in all directions and can only be shut off by unplugging unit from tester. The #5 wire from cable assembly became loose from splice to red wire to hall pcb and shorted out to housing causing maximum current flow to motor. This causes motor to overheat. It appears that unit has been repaired by a 3rd party repair service. Type of rtv, heatshrink, and steps used in repair does not conform to smith-nephew sop. Root cause of malfunction resulting in injury is faulty repair to wiring of cable/motor assembly. (B)(4).